Manufacturer narrative:
Identifier (UDI): (B)(4) - the actual device was returned to the manufacturer for physical evaluation and the alleged failure stated in the complaint was not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during her initial drain 0 of continuous cycler-assisted peritoneal dialysis (ccpd) treatment she received an "m31 air detected in cassette warning" alarm. The patient has stated when she finished her treatment and took out the tubing set, it was wet on the pump module. The patient stated she didn't have any additional alarms last night and was able to complete treatment. The patient stated she was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during her initial drain 0 of continuous cycler-assisted peritoneal dialysis (ccpd) treatment she received an "m31 air detected in cassette warning" alarm. The patient has stated when she finished her treatment and took out the tubing set, it was wet on the pump module. The patient stated she didn't have any additional alarms last night and was able to complete treatment. The patient stated she was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.